Event description:
During a coronary drug eluting stenting treatment procedure, stent strut damage and lesion crossing difficulties were encountered. The lesion was located in the mid right coronary artery which was severely calcified, 95% stenosed, and moderately tortuous. The vessel was pre-dilated with a 2.5 x 15 mm sprinter balloon. Ivus was not used for this procedure. Using a 6 fr medtronic zuma guide catheter, a taxus express2 3.5 x 12 mm drug eluting stent was attempted to be placed, but was unsuccessful. While trying to pull the stent back into guide catheter the proximal edge of stent bent. Another taxus express2 stent (unknown size) was used to complete the procedure. There were no reported patient complications.